Manufacturer narrative:
The devices remains implanted in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. MFR reference # (B)(4). Refer to MDR #2032546-2018-00032 for the istent implanted in the patient''s left (study) eye.

Event description:
It was reported through a clinical trial that a patient presented 24 months postoperatively with stent obstruction in the left (study) eye as well as stent obstruction in the right (non-study eye) eye. The event did not require intervention. This report pertains to the right (non-study) eye.